Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm hat the needle was broken. The following information was provided by the initial reporter: the user's verbatim report is that the needle pe was broken.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm hat the needle was broken. The following information was provided by the initial reporter: the user's verbatim report is that the needle pe was broken.

Manufacturer narrative:
H.6. Investigation summary: one fragment of cannula along with two photos were returned. As no actual sample was returned no further investigation can be carried out. No DHR review can be carried out as lot number is unknown.